Event description:
Healthcare professional (hcp) reported two incidents of blood leaks with the psn 210 dialyzer. Blood leaks were noted at the start of treatment by the cobe c3 hemodialysis machine's blood leak alarm. Blood leaks were confirmed with positive hemastix. For each incident, blood from the extracorporeal circuit was not returned to the pt with an estimated blood loss of 200 cc. Treatments were resumed with a new psn 210 dialyzer of an alternate lot and completed without incident. No pt injury or medical intervention was reported per hcp.